Manufacturer narrative:
Based on the results of the investigation, it is likely that the reported events were caused by damage or deterioration of parts, environment problem such as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor complaints for this device.

Event description:
During the device evaluation, it was noted that the bronchovideoscope's plug unit was malfunctioning, resulting in screen noise and the appearance of horizontal stripes when exposed to hot and cold water. No patient involvement was reported.